Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, the tip of this guidewire was broken off approximately 1-1.5 inch and was left in the vein. The guidewire had a more flexible portion at the tip and it appeared that it broke at the junction where it became more flexible. The product was no longer in service. No additional adverse patient effects were reported.